Event description:
A customer contacted beckman coulter inc., (bci) stating that they had about 5 bottles of wash concentrate bursting in a period of 3 months. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced secondary regulator and solenoid.